Event description:
It was reported that an ilet user experienced a leaking cartridge, with fluid observed inside the pump housing after a recent 23-inch, 6 mm infusion set change, followed by alerts that reportedly sounded abnormal and difficulty unlocking the device; the user disconnected from the ilet and used backup insulin therapy. Symptoms included hyperglycemia up to 450 mg/dl for approximately 12 hours without ketone testing, medical intervention, or acute complications. Outcomes included temporary interruption of ilet therapy and self-management with a corrective insulin dose. Investigation included customer education, troubleshooting, and requests for photos, video of the unlocking malfunction, and cartridge lot information for assessment. Investigation of this case revealed a suspected cartridge leakage and potential device alerting or user interface malfunction associated with the cartridge and pump body; no injuries occurred. It was concluded, based on previously established findings for similar reports, that the cause was unknown pending additional information and evidence. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.